Manufacturer narrative:
One powermax elite service replacement, part number 72200616s was received on 10/21/2015 and confirmed to be serial number (B)(4) as reported in the complaint. The reported complaint has been confirmed. Functional testing has found that the motor has seized. Disassembly of the motor was not possible as the motor is stuck inside the housing as a result of internal corrosion. It appears that this unit has leaked over time from exposure to cleaning and sterilization. Corrosion was also found in all three control buttons which may explain the report of ¿turns on by itself¿. The complaint investigation has concluded that this unit has succumbed to expected wear and tear. (B)(4).

Manufacturer narrative:
(B)(4)

Event description:
During an acl procedure it was reported that the handpiece is turning on without being activated and overheating. There was a ten minute delay. A back up device was available to complete the case and no patient injuries or complications were reported.